Event description:
It was reported an 8f engage sheath introducer was selected for use during a right heart biopsy procedure. The puncture site was the right jugular vein and 8f components were inserted through the engage introducer sheath during the procedure. At the end of the procedure, while the physician was removing the introducer, the hub became detached from the sheath. The sheath was removed, the pt was stable and experienced no adverse consequences, and was discharged.

Manufacturer narrative:
One 8f, 12cm, engage hemostasis sheath was visually/dimensionally inspected. The sheath tubing had been completely separated within the hemostasis hub/strain relief assembly. Additional tubing damage was also noted at its distal tip and along its length. The hemostasis hub inside diameter measurement and the sheath tubing outside diameter and wall thickness were consistent with the specification. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The engage hemostasis introducer sheath instruction for use (IFU) states that the user should advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel. The engage introducer sheath instructions for use (IFU) cautions that the user should not attempt to insert a catheter having a distal tip or body larger than the introducer size indicated. The engage introducer sheath instructions for use (IFU) states individual pt anatomy and physician technique may require procedural variations. Although the event associated with this reported malfunction did not lead to a pt serious injury or death, and sjm does not believe it would be likely to lead to a serious injury or death were it to recur, the decision was made to submit a medwatch report based on the FDA's classification of the 6f as a class I recall with a reseasonable probability that the product will cause serious adverse health consequences.